Event description:
The customer questioned a reactive result generated on the architect anti-hbs assay. In (B)(6) 2009, a patient was negative for anti-hbs and reactive for hbsag. The patient was tested in (B)(6) 2010 and was reactive for (B)(6). The sample was tested on the esplain method and was negative for anti-hbs. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) this report is being filed on an international product, (B)(4), architect anti-hbs that has a similar product distributed in the us, list number 1l82 architect ausab. An investigation is in process. A folllow-up report will be submitted when the investigation is complete. An investigation is in process.